Event description:
The haptic of the lens was found bent after insertion into the pts using the delivery device. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-00507 for intraocular lens used with this delivery device.